Manufacturer narrative:
No pro code, brand name, UDI, device manufacture date, or 510k provided as this device is not released for distribution in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the tracker screws seemed to be stripped. Screw stripping seems to be from over use. These sets are used 10+ times per week. The screw replacement is to maintain normal functionality. There was no patient present.